Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 2-3 with a prolapsed posterior leaflet. While removing the dilator from the steerable guide catheter (sgc), air was coming into the hemostasis valve. It was not possible to aspirate the air out due to the sgc being close to the atrial wall. After removing the dilator completely (under aspiration), the valve was working properly. Air was then able to be aspirated. There was no air observed in the patient. The procedure was continued with one clip implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported air ingress was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.